Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did perform as described in the field action. Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was extrinsically breached due to melting, the overlay tubing of the lead was extrinsically breached due to melting. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic). Analyst commented, beginning (B)(6) 2015, 2908 ventricular sensing integrity counts sic; ventricular tachycardia (vt) non sustained (ns), high rate-ns, and ventricular fibrillation (vf) detected episodes with lead noise oversensing. Vf detected episodes with inappropriate shocks. Analysis of the device memory indicated the right ventricular lead integrity alert, and the impedance on the right ventricular (rv) lead was beyond the expected upper range. Analyst commented, on (B)(6) 2015, rv pacing impedance spiked to 1292 ohms up from a trend in the 400-500 ohm range. Impedances continued to be high and variable. Rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate-ns episodes and sic greater than or equal to 30 in 3 days. (B)(4)

Event description:
It was reported that during use the right ventricular (rv) lead exhibited fracture, high impedance, insulation damage and oversensing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.